Manufacturer narrative:
Further investigation confirmed the gestational age (ga) values did not change, but rather the ga value would appear and disappear on the screen when switching between the fetal and pediatric presets. This behavior is expected since the pediatric preset does not provide ga values. The system¿s logs were unable to be obtained for further investigation. The investigation could not identify a system malfunction with the information provided, and the system has returned to use with no further similar issues reported.

Event description:
A customer reported encountering an incident where the gestational age (ga) changed to an incorrect value during an ob study. The customer was able to correct the ga value by re-entering the patient data in the patient data entry screen. The reported issue has been identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where the gestational age (ga) changed to an incorrect value during an ob study. The customer was able to correct the ga value by re-entering the patient data in the patient data entry screen. The reported issue has been identified by the user and there was no allegation of altered patient outcome as a result of the issue.